Manufacturer narrative:
D4. Concomitant product UDI for pump and cylinder is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom and device allegation are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was causing discomfort for the patient because it was positioned under his belt line. As a result, the reservoir was explanted and repositioned. No patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump and cylinder is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom and device allegation are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) was causing discomfort for the patient because it was migrated under his belt line. As a result, the reservoir was explanted and repositioned. No patient complications were reported.